Event description:
It was reported that this unit had no power. The event timing was during cleaning. The power inlet module was burnt and replaced and resolved the reported issue. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Review of the most recent repair record determined the power inlet module was burnt and replaced and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. A definitive root cause cannot be determined. (B)(4) was previously initiated to further evaluate the reported event. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.